Event description:
Event occurred in a cath lab with no patient in the room. The point of care unit (pcu) had two lvp mudules attached to it both on one side.the nurse turned on the pcu (for the first case of the day) to and insert tubing and prepare the pump for patient. After a few moments smoke came out between the pcu and the lvp module. The pump was turned off and sent to the biomedical department.what was the original intended procedure?patient infusion.device #1is this a laboratory device or laboratory test?no.